Event description:
It was reported that during ptca treatment procedure, the maverick2 monorail 15x2.5 mm balloon ruptured at a "nominal" pressure. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in the left anterior descending coronary artery. The physician used a medtronic guide catheter and a terumo guide wire to cross the lesion. It was noted that resistance was met with insertion of the maverick2 monorail balloon catheter. The maverick2 monorail balloon was removed and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.